Manufacturer narrative:
The prod is not available for eval as it was discarded. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the prod was defective. Further info indicated that while attempting to load the stent delivery sys on the guidewire, the tip of the stent appeared to be bent. After identifying the problem, the physician decided not to use the pro; consequently, the device was not used in the pt.